Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the cardiomems implant procedure, the right atrial lead of the pacemaker was displaced. On (B)(6) 2020, a right atrial lead revision was performed to correct the lead displacement. The patient experienced no adverse consequences.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.